Event description:
The patient was admitted for the procedure to treat a saphenous vein graft. The tip of a 4f tempo diagnostic catheter completely sheared off inside of the patient. The tip was retrieved with a snare. The patient did not suffer any injury.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.